Manufacturer narrative:
After further review of the case, it was determined the hemolysis was resolved with standard troubleshooting. And therefore, there was no deficiency or adverse event against any impella devices. This reporting is being redacted accordingly. No further information or future reporting will be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 70-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai e shock, and on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was hemolysis with pink/light red urine. The impella was weaned down from p-6 to p-4 and received fluid boluses to increase the central venous pressure (cvp). It is unknown if the hemolysis resolved. After one day on support, the device was successfully weaned. The post-procedure outcome is survived at explant. While on support, the device functioned as intended at p-4 at 2.2l/min with d5w sodium bicarbonate in the purge solution. Hemolysis can be attributed to malposition of the device.